Event description:
It was reported that the patient was having power outages and had been sleeping through the alarms. There were multiple pump stops that were seen, but the timeline was unclear. Patient stated the power outages started about a week ago. The patient was stable. Log files were submitted for review and both the periodic and event files captured system controller clock corrupt events. The total loss of power occurred 6 days ago. The last good time stamp was (B)(6) 2024 at 1:48:52. The patient was on battery power prior to this. The 3 pump stops in this file were caused by the driveline being disconnected. The pump was operating as intended. It was reported that the patient intentionally disconnected the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline disconnects and no external power alarms was confirmed via the submitted log files. On (B)(6) 2024 at 23:48:52, the log file captured no external power alarms due to the voltage on both power cables being at ~0v. On (B)(6) 2000 at 00:59:59, the no external power alarms had cleared, and controller clock corrupt alarms were active due to the system controller clock not being set. On (B)(6) 2000 at 06:59:57, the no external power alarms reactivated due to the voltage on both power cables being ~0v. On (B)(6) 2000 at 00:59:59, the system controller clock had reset again, and the no external power alarms had cleared again. A specific cause for the system controller clock not being set both times could not be conclusively determined as the exact onset of both events was not captured within the log file. The controller clock corrupt alarms remained active until the system controller clock was set to (B)(6) 2024 12:54:32 at the end of the log file. After the second no external power event, the driveline was disconnected three times (on (B)(6) 2000 01:59:59 ¿ 03:59:59, on (B)(6) 2000 02:59:59 ¿ 03:59:49 and 15:59:45 ¿ 19:59:43) and reconnected each time. There are no other notable events captured in the log file. The provided information indicated the driveline was intentionally disconnected by the patient and no power outages at the time of the reported event were able to be confirmed. The root cause for the driveline disconnects was determined to be due to user error. A root cause for the no external power alarms was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number hsc-134976, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power and driveline disconnected alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had previously disconnected the driveline on (B)(6) 2024 for an unknown period of time; suspected to have been more than 1 hour.

Manufacturer narrative:
Section b3 and b5: corrected. No further information was provided. The manufacturer is closing the file on this event.